Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: navistar thermocool ; carto; a 0.32 fr exchange wire ((B)(4)); a steerable 15fr over the-wire sheath ((B)(4)); a circular mapping catheter ((B)(4)); a second-generation 28mm double-walled cb ((B)(4)). Methods: no testing methods performed (B)(4). Results: no results available since no evaluation performed (B)(4). Conclusion: device discarded by user, unable to follow-up (B)(4). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient suffered post procedural pericardial tamponade which was treated by pericardiocentesis in the cf-rf group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title:"two-year follow-up after contact force sensing radiofrequency catheter and second-generation cryoballoon ablation for paroxysmal atrial fibrillation: a comparative single centre study.¿ the purpose of this study was to compare the efficacy and safety of the new cryoballoon ablation (cb2) with the cf-rf approach in the treatment of paroxysmal af. Approx 98 patients were enrolled with symptomatic, drug-refractory paroxysmal af who underwent their first pvi ablation using either the cb2(n=40) or cf-rf (n=58). The study was conducted from september 2012 to december 2013. Suspected device is smarttouch ablation catheter, however catalog and lot number are unknown.